Event description:
The pt underwent a trial procedure on (B)(6) 2012. It was reported, the pt experienced pain at the lead site. It was also reported, the pt experienced nausea and discomfort in his mouth when stimulation was on. Follow-up revealed the pt also felt stimulation in his tongue, teeth, and throat. As a result, the lead was removed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.